Manufacturer narrative:
(B)(4).

Event description:
It was reported that after implant, the atrial lead exhibited sensing anomaly, capture anomaly, and impedance anomaly. Chest x-ray revealed that the lead had dislodged. The lead was repositioned. The patient was stable.